Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 12 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent itself was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 12 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. The hypotube was also broken 24.7cm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.50 x 12 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent itself was damaged. The procedure was completed with another of the same device. No patient complications were reported.